Manufacturer narrative:
The tip fragment is being retained in the surgical pathology dept of the account. It was reported by the orthopedic coordinator that the practice of removing the end of the irrigation tip is meant to create a faster flow of the sterile fluid through the device. The surgical team is instructed to deplete the entire contents of the 3000 to 5000 cc bag of sterile irrigation fluid before completing a procedure. The surgical team is tampering with the irrigation tips in an attempt to deplete the fluid at a faster rate. The sales rep for this account has re-educated the orthopedic dept to not tamper with the device and has suggested other tips that can be used for the procedures.

Event description:
It was reported that a pt underwent an acetabulum repair procedure on (B)(6) 2011. During the procedure, the orthopedic team removed the end of the tip from the irrigator. It was discovered on (B)(6) 2011, from a routine CT of the surgical site, that a foreign material had been left in the pt. A procedure was performed on (B)(6) 2011 to remove the foreign material, which was determined to be a part of the irrigation tip. During the procedure to remove the foreign material, the tip of the irrigator used to irrigate the surgical site was tampered within the same manner and the end part of the tip once again fell into the surgical site. This fragment was removed with forceps. No further adverse consequences were reported for the pt.